Event description:
Sorin group (B)(4) received a report that during a procedure the s5 roller pump displayed a fault in motor controller error and stopped prior to the displaying going dark. The clinician power cycled the power to regain functionality. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that during a procedure the s5 roller pump displayed a fault in motor controller error and stopped prior to the displaying going dark. The clinician power cycled the pump to regain functionality. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.